Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial hcg + b result was <0.1 mu/ml. This result did not fit the clinical picture for this patient since the patient is pregnant. The sample was repeated and the result was >10000 mu/ml. This was the expected result. No adverse event occurred. The hcg + b reagent lot number was 179825. The expiration date was not provided. Quality controls were acceptable. The customer last changed the measuring cell on the instrument in (B)(6) 2016.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and changed the sample probe and pinch valves. The pinch valves had been in use longer than 3 months. Afterwards, the system worked properly.

Manufacturer narrative:
A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. Possible root causes for this event may be sample quality and insufficient maintenance.